Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Ages/dates of birth: unknown, not provided. Gender's/sexes: unknown, not provided. Dates of event: unknown, not provided. Lot numbers: unknown, not provided. UDI #''s: unknown, as the lot numbers were not provided. Expiration dates: unknown, as the lot numbers were not provided. If implanted; give dates: not applicable; healon is not an implanted device. If explanted; give dates: not applicable; healon is not an implanted device. Device manufacture dates: unknown, as lot numbers were not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer''s reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Since no sample was returned and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Article: incidence and management of haemorrhagic descemet membrane detachment in canaloplasty and phacocanaloplasty. Citation: acta ophthalmol. 2016: 94: e298¿e304. © 2015 acta ophthalmologica scandinavica foundation. Published by john wiley & sons ltd. Doi: 10.1111/aos.12936.

Event description:
The following article was received based on a literature review: incidence and management of haemorrhagic descemet membrane detachment in canaloplasty and phacocanaloplasty. The publication reports ten (10) eyes developed descemet's membrane detachment; seven (7) of which were hemorrhagic, three (3) of which were not. One case was managed intraoperatively with additional medication (injection of sf6, (sulfur hexafluoride). One eye had injection of sf6 postoperatively. One eye had a surgical drainage one day post op. One eye had a yag (yttrium aluminum garnet) laser two (2) weeks post op. Four (4) eyes were managed intraoperatively. A copy of the article is provided with this report.